Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The anatomical location and lesion details are unk. The maverick monorail 20 mm x 2.5 mm balloon was advanced to the lesion and kinked. The kin was straightened, and the catheter was advanced. The shaft broke in two pieces outside the body. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's current status is reported as "fine."

Manufacturer narrative:
(B)(4).